Manufacturer narrative:
Correction: section h4 - device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 03/17/2023, however the correct date is 04/12/2023. Additional information: section h3 - device evaluated by manufacturer: yes. Device evaluation: field service engineer (fse) visited site and could not duplicate error codes but verified them in event log. Performed water trap and check valve retrofit and updated fluidics firmware which resolved the issues. Performed service checklist. No other observations have been made. System meets j&j specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a gas forced infusion (gfi) error 162 and 161 that occurred during the procedure. The technician was able to clear the errors and surgeon was able to complete the procedure safely. There was no patient injury and no intervention required. No additional information was provided.